Event description:
Technician was moving the image array over the top of the table, when the technician pressed both the rotate button ans sid release button he was unable to control the movement and it rotated freely, striking the exam table. There was no injury to the pt.